Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient had been discharged from the hospital.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Populated with the di number. Additional suspect medical device component involved in the event: model#: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm.

Manufacturer narrative:
Additional information was received that the reason for the revision was inadequate pain relief. The patient underwent a replacement of the lead and ipg. No device malfunction was suspected. It was reported that the patient had a postoperative hematoma, which was located at the old lead site. The procedure related hematoma was surgically removed. The patient is still in the hospital. The explanted devices were not returned to bsn as they were discarded by the medical facility.